Manufacturer narrative:
After thorough review of isoray's production records, it has been indicated that the brachytherapy seeds were produced per the physician's prescription plan. There were no findings within isoray's records review that would indicate conditions that would have impacted upon this reported problem. Review of the pt's chart info, particularly the post-operative dosimetry for the brachytherapy portion, revealed no areas of abnormally high dose to the rectum. In fact the dosimetry results indicated the rectum to be well spaced with the volume receiving 100% of the prescription dose being less than 0.2 cc. The dosimetry data for the imrt portion of the therapy also appeared normal with multiple films taken over the course of treatment to reduce uncertainty between the dose prescribed and the dose delivered. The results were reviewed by the co's medical dir. In his opinion, the combination of risk factors for this pt contributed to higher radiation sensitivity of the rectal tissue resulting in radiation proctitis. He noted that taxotere in combination with brachytherapy and imrt is unusual and may have caused greater radiation sensitivity given the other risk factors present for this pt.